Event description:
Nurse utilized a 3cc, 25g x 5/8 syringe to draw up procrit 20,000 units from a vial. Needle retracted after procrit withdrawn from vial- unable to use procrit, procrit wasted.

Event description:
After the co's receipt of the medwatch report, co contacted the facility. The product involved in the incident was not available for evaluation. Nor was the facility able to provide any product associated with the involved product or even identify a lot number. The facility could not provide further details concerning the incident and based on the description given the co is not able to determined if the product malfunctioned or if the incident was caused by user error. Further a review of reported incidents of this type shows that this type of alleged incident is reported at a rate of less than .0001%.